Manufacturer narrative:
It was reported that the patient allegedly developed pressure ulcers while wearing the boot. The root cause is due to improper fitting by enovis field service rep (fsr). Enovis was able to make adjustments to the same product. The patient described no longer feeling any pressure on the site, and this was observed by both the regional service support manager and the fsr.

Event description:
It was reported that the patient allegedly developed pressure ulcers while wearing the boot.